Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the buttons on their device appeared to be inoperative and the only button that was functional was the on/off button. As a result, defibrillation therapy may not be available, if it were necessary. There was no patient use associated with the reported issue.